Manufacturer narrative:
The tech found the casters on the bed were old and had cracks in them. He replaced the brake and brake/steer casters to repair the bed.

Event description:
The account alleged when the brake is set on the bed, the bed will still move.